Event description:
The customer reported that the 840 ventilator screen went blank. Patient involvement is unknown. The customer reported to have replaced the backlight inverter pcb. The customer reported the ventilator passed all testing.